Event description:
During verification testing, solution leaked from partially broken semi-rigid adapter on the clave secondary port on the cassette of the tubing set.

Manufacturer narrative:
One used device was received and evaluated. Testing found that solution leaked from a partially broken semi-rigid adapter on the cassette of the tubing set. This was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.